Event description:
The user reported that the roller pump occlusion could not be adjusted as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.